Event description:
The caller stated that they had an 8dct with a cuff leak. The caller stated that the leak was noticed during cannulation. The tracheostomy tube has been thrown away and is not available for eval. The caller did not have any additional failure info or knowledge of whether or not medical intervention (recannulation) of the pt was required.

Manufacturer narrative:
The tube was not available for investigation. The device history record for the lot number provided will be reviewed. Without the sample for investigation, the failure mode cannot be confirmed or a root cause determined. Info has been added to the database for trending purposes.